Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was feeling uncomfortable stimulation and that stimulation was too high. According to the caller the patient was feeling stimulation very strongly in their buttock, vaginal, and thigh area. Additionally, the patient noted that they could not figure out how to lessen stimulation because the screen does not look how they remember it. The caller indicated that they were pressing "less" on the patient programmer (pp), but it did not feel like it had gone down any. During the call stimulation was confirmed to be turned on and set to 1.0 on program 4. Stimulation was able to be reduced during the call and the caller noted poor communication at one point after the caller pulled the pp off the ins. The poor communication was not able to be resolved during the call. The caller further noted that the patient's oxygen levels dropped after implant so the patient was admitted to the hospital. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.